Manufacturer narrative:
Additional information in h3, h6 h10: the device was received for evaluation. A visual inspection was performed with no issues noted. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector of the minicap extended life pdtransfer set and the twist clamp. This occurred during use for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.